Event description:
Philips received a complaint on the defibrillator indicating that the device needs change battery. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting address line 1: (B)(6) a follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The fse evaluated the device on site. It was determined that this was a malfunction of the battery, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.